Event description:
Patient reported that her current cassette is leaking, but she is not sure. She is going to remake it and try to see if it works. Patient did not report further cassette issues. Cassette lot and expiration date were not provided. Unknown if cassettes were available for return. Intravenous remodulin patient.